Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ other urinary diversion surgical procedure, the maryland bipolar forceps instrument had a broken pulley. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have thermal damage on the yaw pulley. The known common cause of this failure is due to mishandling/misuse. Additionally, the instrument was found to have damage of the conductor wire¿s insulation and the conductor wire was exposed. The instrument passed an electrical continuity test. A piece measure approximately 0.020¿ x0.27¿ was missing from the conductor wire insulation. The missing piece was not returned. The root cause of this failure is attributed to a component failure. A review of the instrument logs for the maryland bipolar forceps (part# 420172-17 / lot/serial# n10-210322116) associated with this event has been performed. Per logs, the maryland bipolar forceps was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.